Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the patient for further investigation of the case. Using v-go the patient reported skin irritation started a week or so ago but then remembered skin irritation twice before that became infected. She said the first time was in (B)(6) 2024, a month before, the second time which was (B)(6) 2024. The sites were on each side of her abdomen. Each time the needle insertion site increased in size, became red and was an open wound a little smaller than the size of a quarter. Each time she went to urgent care and was diagnosed with an infection. She was prescribed an oral antibiotic and antibiotic ointment. Each time the infection resolved with the treatment. Her procedure for applying the v-go is to wash the site with soap and water, dry it, then clean with an alcohol wipe, let it dry, and then apply the v-go. It is possible that skin irritation at the needle insertion site, occurred while using v-go, but contributing factors to the event are likely that the patient placed the v-go needle on stretch marks which are scar tissue and weakened areas of the skin as evidenced by the urgent care healthcare practitioner's (hcp) remarks to the patient. Also, the patient is a side sleeper and may have slept on the v-go needle pushing it into the tissue contributing to the irritation. Currently, the patient is having skin irritation from the v-go adhesive. She is putting the v-go on her abdomen and rotating to sites within the abdomen area. She also wears her g6 continuous glucose monitor on her abdomen. There is limited area for placement. She applies a soothing lotion to her skin after using a remover wipe to clean off the adhesive. She allows the irritation to resolve before she applies the v-go to that site again. She tried the back of her arm for the v-go but since she is blind would bump into things and it was not comfortable. Ae assessor recommended the patient speak to her hcp about alternate placement sites for her v-go. This is a serious case since the patient had to seek treatment for the infections at the needle insertion sites.

Event description:
The patient reported skin irritation. Upon follow-up with the adverse event (ae) assessor, the patient reported that they experienced skin irritation that became infected on two occasions. It was reported that no devices are available for return to the manufacturer for evaluation.